Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 helium tank would not hold pressure. Patient was not involved. No harm occurred.

Manufacturer narrative:
Cs100 upgraded to cs300. H11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reported the helium tank would not hold pressure. Fse found they were not using the proper o-rings. Fse installed the tank again with the proper o-ring and tested the unit. Fse replaced special seal (d348-00-0185). Fse performed a full calibration and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.